Manufacturer narrative:
One suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that during removal of the access wire, the wire tip sheared off inside the patient. The fragment was left in the patient's pectoral dermal tissue. The physician demed it unnecessary to remove. Another device was used to complete the procedure without any injuries to the patient.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no related complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.